Event description:
It was reported that a patient underwent a tooth extraction procedure on an unknown date and suture was used. The thread broke as soon as they used the product. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> pc (B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare® active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the patient experience any adverse consequences due to this issue? No patient consequence. When was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify during use on patient. Procedure name and date. Tooth removal, multiple dates. Is it possible to clarify how many procedures are related to this complaint? If yes, please provide below information: what is the total number of products involved in this event? Two. Did the event occur during one or multiple patient procedures? One patient. What is the total number of procedures? One procedure. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No. Could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information. No patient consequences. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Related medwatch reports:2210968-2023-03030 and 2210968-2023-03031